Event description:
It was reported that the implantable pulse generator (ipg) had early battery depletion. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device was inconclusive and incomplete. The high current found at initial testing could not be duplicated during lab analysis.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device was inconclusive and incomplete. The high current found at initial testing could not be duplicated during lab analysis. Performance data collected from the device was analyzed and revealed that battery depletion was indicated (eri) on (B)(6) 2011.